Event description:
It was reported the hcp had difficulty placing the lead midline due to fibrosis. The difficulty was encountered while advancing the lead. Following the surgery the pt was admitted to the hospital for post operative pain control. The stimulation was not turned on. A follow up appointment was scheduled for the following week. Additional info has been requested but was not available on the date of this report.